Manufacturer narrative:
It was reported that transport chair brakes are not functional when the handle is being pulled down to lock the brakes in place the handle keeps popping back up. When the brakes are place in the lock position, it will not stay in place and will go back up on its own. Customer states issue is with left brake, customer states unit is over a year old. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that transport chair brakes are not functional when the handle is being pulled down to lock the brakes in place the handle keeps popping back up. Customer states issue is with left brake.